Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that upon removing the pump casing, there was a lot of moisture behind the cartridge, and the cartridge and the back of the pump was wet. The customer was unsure but reported that the location of the leak was from the bottom of the cartridge. There was no impact to the customer's blood glucose level. The contact was able to load a new cartridge successfully.